Manufacturer narrative:
It was reported on (B)(6) 2025 that the patient experienced skin irritation in the form of red and bumpy skin, a burning sensation, red skin that looks like burn marks on the chest and scabbing while using the mcot universal patch. The patient did seek medical treatment and was advised to treat with a prescription topical steroid medication. The patient did not take a break in service. The patient followed skin preparation instructions and did not report having any sensitivities or allergies to metals or adhesives. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms: age extremes, as the patient is 11 years old. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported on (B)(6) 2025 that the patient experienced skin irritation in the form of red and bumpy skin, burning sensation, red skin that looks like burn marks on the chest and scabbing while using the mcot universal patch. The patient did seek medical treatment and was advised to treat with a prescription topical steroid medication. The patient did not take a break in service. The patient followed skin preparation instructions and did not report having any sensitivities or allergies to metals or adhesives.